Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, it was reported that a beta bionics ilet user experienced battery charging issues, with the device failing to hold a charge despite multiple charging attempts. The user¿s blood glucose was unaffected, and a device replacement was arranged. There was no report of end-user harm or adverse event associated with this case.